Manufacturer narrative:
The insulin pump was received with an error alarm during self test, problem isolate to mother board. No a39 alarm during our testing noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a software error and spi to motor pic communication error from the insulin pump. The customer will be sent a replacement pump.